Manufacturer narrative:
Both the returned edm device and edm catheter were patent and met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed in the interior and the exterior of the catheter. The instructions for use that accompany the device caution that ¿care must be taken to ensure that particulate contaminants are not introduced into components during implantation, testing or handling. This could result in improper performance of the system.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient got the surgery on (B)(6)2016 for aneurysm clipping. Reportedly, the catheter was tested before the surgery and found to be okay. Reported on (B)(6) 2016, the catheter was found to be blocked and it was removed and replaced with another device. Reportedly, there was no injury to the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.